Event description:
A medtronic representative reported that, while in an ent procedure, the site alleged that the software became unresponsive in navigate and required that the application be re-started to order to proceed. The system was sitting unused for an unknown period of time before the surgeon attempted to resume navigation. It was at this point where the system became unresponsive in navigate and to the instruments, mouse and keyboard. A re-boot of the software returned the system to navigate and normal function was resumed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight not available from the site. RMA issued. Replacement computer and hd drive shipped to site (B)(4) 2013. Software investigation not completed at time of this report.

Manufacturer narrative:
The computer and disc drive were replaced in the system. Suspect computer/disc drive returned for analysis. Both system components tested fully functional. Software log data was analyzed, but no conclusions could be drawn from the data. Unable to determine root cause of event. No further issues reported after computer/disc drive replacement.